Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the periacetabular bone stock was very soft. The periacetabular bone loss was quite osteoporotic. It was noted that there was an incomplete nondisplaced posterior column fracture. A definitive root cause cannot be determined. The complaint is confirmed based on the medical record findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that during a revision procedure, the initial monoblock cup was removed without complications and minimal acetabular bone loss in the setting of significant osteoporotic bone. After impacting the new cup, however, it was noted that there was an incomplete nondisplaced posterior column fracture. A plate and screws were used to stabilize the fracture. The revision hip arthroplasty was completed without further complications. There is no additional information available at the time of this report.